Event description:
The customer alleged no audio alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the audio alarm and power switch. The unit passed extended self testing. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Conclusion could not be drawn because the parts were never returned for investigation.